Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the lead dislodged when the sheath was cut. Another sheath was used to reposition the lead, which remains implanted. No patient complications have been reported as a result of this event.